Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient's onetouch vita enhanced meter read inaccurately compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. It was reported, the patient obtained blood glucose results of ¿161 mg/dl¿ (7am), ¿88 mg/dl¿ (11am) and ¿210 mg/dl¿ (130pm) with the subject meter. It is not known how the patient manages her diabetes; however, the reporter denied changes were made to the patient¿s usual dose of medications. About 13 minutes after obtaining the reported result of ¿210 mg/dl¿ with the subject meter, the reporter claimed the patient felt low blood glucose symptoms of ¿bad feelings,¿ sweat and tremble. The patient took more food and/ or drink at that time. It is not known if the patient tested her blood glucose with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 7/4/2013 and 7/8/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/16/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/9/2013 and 7/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.